Event description:
It was reported that approx 9 days post xact stent implantation in the right internal carotid artery (rica), after discharge to home on aspirin and plavix, pt was rehospitalized with left sided weakness, slurred speech and seizures. The pt was intubated. CT scan of the head and neck showed an occluded right common carotid (rcca) and rica stent and a small intracranial hemorrhage. On (B)(6) 2010, the pt expired. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported pt effects of cerebrovascular accident (stroke), hemorrhage, seizure, occlusion and death are known adverse events listed in the xact instructions for use. In this case, the pt was intubated and hospitalized. Although the conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture or design.